Event description:
Ous MDR - sensing disturbances were reported after an implantation time of about 49 months. Abrasion at the ra lead was noted during the explantation. The ICD and the ra lead were explanted. The rv lead was capped and shut down. No worsening of the patient's state of health was reported. Kentrox sl-s 65/18 steroid, (B) (4) MDR 1028232-2010-00145; selox sr 53, (B) (4) MDR 1028232-2010-00143.

Manufacturer narrative:
Ous MDR - the ICD first underwent an status interrogation. The device status was mol 2, 88 charge process had been documented. The visual inspection showed clear signs of abraded lead insulation on the housing of the ICD. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were in order. Leads inserted in a test could be connected with easy passage, low-ohmic, and reliable. The drill hole dimensions were all within the dimensions prescribed by the is-1 and df-1 standards. There was no material defect of manufacturing error. The memory content of the ICD was checked, disturbances in the ventricular channel were visible on the available iegms. The signal perception of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable, the analysis did not find any indications of a material defect or manufacturing error. In summary, the analysis of the ICD did not show any deviations from the specification that could be related to the clinical complaint. The analysis did not find a manufacturing error or material defect on either the leads or the ICD.